Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a failed battery test from the insulin pump. The customer's blood glucose level was unknown. The customer stated that out of nowhere, the pump alarmed failed battery test. The customer had to reset and time the date after the failed battery test occurred every 30 minutes. The weak battery started when the pump would shut off on its own then turn back on for half an hour to an hour. The customer was advised to insert a new aaa alkaline battery. The customer was advised to that if the battery is not aligned or tightened, the pump may alarm failed battery test. The customer was advised to monitor the pump. The customer will be sent a replacement battery.